Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device prompted "lead fault" and "ECG disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device prompted an "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b5. Evaluation results: the device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing, including bench handling, stress testing, and functional testing without duplicating the customer's report. No ECG-related accessories were returned for evaluation. The multifunction cable and receptacle were replaced as a precaution. The customer was provided with a new multifunction cable and is recommended to dispose of the old multifunction cable. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.